Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was tried multiple times to no avail. X rays and system diagnostics did not reveal any anomalies on the leads. Surgical intervention may be taken at a later date to address the issue.